Manufacturer narrative:
E1:patient city: (B)(6), patient country: the united states, additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010412, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 22-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010412". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010412 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine 12 on 25-nov-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly lot 4l01889 was manufactured according to the wi version 27 on 25-nov-2024, with a total of (B)(4) units. The sub-assembly lot 4l01890 was manufactured according to the wi version 27 on 25-nov-2024, with a total of (B)(4) units. The sub-assembly lot 4l05063 was manufactured according to the wi version 27 on 25-nov-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4l03187 was manufactured according to the wi version 42 and manufactured in the machine 04 and 08, on 21-nov-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4l03187 was manufactured according to the wi version 42 and manufactured in the machine 04 and 08, on 23-nov-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out (B)(4) samples passed the test and wi guidance for functional flow testing for complaints area version 2: 10 samples out 10 samples passed the test wi guidance for functional leak testing for complaints area version 2: 10 samples out 10 samples passed the test for the no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia. The blood glucose level was 600 mg/dl at the time of event and the patient got treated with injection, stabilizer, intravenous drip . The length of hospitalization was greater than 24 hours. The patient also had symptoms like headache, feeling sick. No further information available.